Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD, implanted: (B)(6) 2017. Evaluation summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.